Event description:
It was reported that this pacemaker exhibited noise resulting in oversensing. The caller stated this caused episodes of anti-tachycardia pacing (atp) but a boston scientific technical services (ts) consultant explained that a pacemaker could not deliver atp. The oversensing also resulted in pacing inhibition, but the patient is not dependent. Ts recommended bringing the patient in for an in-clinic evaluation. No adverse patient effects were reported. This device remains in service.